Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose 45 mg/dl. Customer did not troubleshoot their low blood glucose reading. Insulin pump will not be returning for analysis. The customer was not using auto mode feature during the serious injury.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was unable to communicate with the glucose sensor simulator due to corroded electronic assemblies. Device received with corroded battery tube and faded serial number label.